Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. X-ray examination of the lead found the inner coil in the connector region was overtorqued consistent with procedural damage. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths due to the overtorqued inner coil in the connector region. The cause of the reported events was isolated to over torqued inner coil in the connector region consistent with procedure damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture and low pacing impedance. The rv lead was explanted, and the patient was in stable condition throughout the procedure.